Event description:
It was reported that during a da vinci-assisted prostatovesiculectomy surgical procedure, the maryland bipolar forceps were not responding to commands properly. The surgeon would move them to one side, and they would respond with a random movement. The forceps were new and on their first use. The instrument needed to be replaced with a spare instrument of the same type. As the forceps were new, the customer used them again in another surgery the following day to confirm whether the failure would be repeated. The same situation was observed with the forceps not responding properly to the command. The forceps needed to be replaced with another spare instrument of the same type. The procedure was completed with no reported injury. The procedure was delayed less than 15 minutes. There was no report of a fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the nurse: the instrument was inspected and this problem arose on the first use. The surgeon reported the complaint and the customer replaced the instrument with another maryland instrument. The nurse decided to test the forceps once more to see if the fault persisted, and again in another surgery it presented the same problem. The issue occurred during cautery. The issue occurred with the surgeon¿s head in the surgeon side console (ssc) high resolution stereo viewer (hrsv) while the surgeon was attempting to manipulate instruments. The surgeon¿s movements scaled appropriately to the movement of the instrument. The instrument did not move in the intended direction. The instrument did not correspond properly to the movement as if they were obeying it. There was no shakiness or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The instrument is available for return to isi. No images/videos are available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the maryland bipolar forceps instrument with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review did not show any related error, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.